Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 17apr2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded 537 cfu(colony-forming units) which is over the limit of 10 cfu of low/moderate concern bacteria after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 537 colony forming unit (cfu) as comprising of the following 5 isolates: (B)(6) - positive cocci - dermacoccus nishinomiyaensis; (B)(6) - positive cocci - dermacoccus nishinomiyaensis; (B)(6) - positive cocci - micrococcus luteus; (B)(6) - positive cocci - micrococcus luteus; (B)(6) - positive rods - bacillus simplex. Study number: (B)(6). The duodenoscope has not been returned to pentax medical for evaluation as of 14may2019. The investigation is currently inprocess.